Manufacturer narrative:
H3 - device evaluated by manufacturer: procedural imaging was provided to assist in the investigation and was reviewed by a boston scientific quality engineer. No malfunctions were identified with the device which could potentially have contributed to the complaint incident.

Event description:
Reprise IV study it was reported that complete heart block (chb) occurred. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. A lotus introducer was placed and the aortic valve was treated with deployment of a 25 mm lotus edge valve. On the same day, post index procedure, the patient developed chb. A new permanent pacemaker implant was recommended. On an unknown date, the permanent pacemaker was successfully implanted and the event was considered to be resolved. One (1) day post index procedure, the patient was discharged on aspirin and clopidogrel. It was further reported that the permanent pacemaker was implanted on the same day of the index procedure. In addition, the patient was noted to have elevated b-type natriuretic peptides and shortness of breath.

Manufacturer narrative:
B5 describe event or problem- updated. B7 other relevant history - updated. H6 patient codes - updated. H3 - device evaluated by manufacturer: procedural imaging was provided to assist in the investigation and was reviewed by a boston scientific quality engineer. No malfunctions were identified with the device which could potentially have contributed to the complaint incident.

Event description:
Reprise IV study. It was reported that complete heart block (chb) occurred. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. A lotus introducer was placed and the aortic valve was treated with deployment of a 25 mm lotus edge valve. On the same day, post index procedure, the patient developed chb. A new permanent pacemaker implant was recommended. On an unknown date, the permanent pacemaker was successfully implanted and the event was considered to be resolved. One (1) day post index procedure, the patient was discharged on aspirin and clopidogrel. It was further reported that the permanent pacemaker was implanted on the same day of the index procedure. In addition, the patient was noted to have elevated b-type natriuretic peptides and shortness of breath.

Manufacturer narrative:
Device evaluated by manufacturer: procedural imaging was provided to assist in the investigation and was reviewed by a boston scientific quality engineer. No malfunctions were identified with the device which could potentially have contributed to the complaint incident.

Event description:
(B)(6) study. It was reported that complete heart block (chb) occurred. The patient was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. A lotus introducer was placed and the aortic valve was treated with deployment of a 25 mm lotus edge valve. On the same day, post index procedure, the patient developed chb. A new permanent pacemaker implant was recommended. On an unknown date, the permanent pacemaker was successfully implanted and the event was considered to be resolved. One (1) day post index procedure, the patient was discharged on aspirin and clopidogrel.